Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   - correction on fields: d9 and g2 (health professional was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection. However, a field service engineer evaluated the device, and the customer¿s reported malfunction was confirmed. Based on the investigation results, a definitive root cause could not be determined. However, it appears that dirt or similar debris clogged the water filter, resulting in an extended water supply time due to the filter blockage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. The field service engineer (fse) stated the endoscope reprocessor was running a rinse cycle in 17 minutes rather than a normal 7 minute cycle. The fse checked: the pressure in the pre-filtration system and the prefilters quality, the plumbing plans for the building to make sure the piping was up to requirements, the internal filter and the internal filter was clogged after only 3 months with a prefilter system. The fse replaced the internal filter and the cycle time returned to normal range. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor cycle time for cleaning scopes kept getting longer. The issue occurred during reprocessing. There were no reports of patient harm or injury.